Event description:
It was reported that the pump was not delivering any insulin for requested bolus. There was no reported adverse effect to the customer's blood glucose level. Customer changed supplies to address the issue. A replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.